Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead came out. The patient with this lead had to have another procedure to get the lead back in. The lead remains in service. No additional adverse patient effects were reported.